Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "bullous pemphigoid", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that after injecting a patient with juvéderm® ultra plus xc they experienced bullous pemphigoid which is tense blisters that may appear.